Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed. Additionally, it was reported that a minimum fill notification was received after filling a cartridge with 150 units of insulin. A cartridge change was performed resolving the issues. Customer's blood glucose level was 94 mg/dl.